Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low amplitude r-waves and atrial undersensing exhibited on electrogram. The issue occurred post-operatively, and it was suspected that this was caused by interference from a temporary pacemaker, set to atrial pacing. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.